Event description:
It was reported that during an emergency, the users (doctor and trained responder) attempted to remove the device from its carry case but dislodged the battery instead. The users were not aware that the battery could be reinserted nor that the device did not require removal from the carry case. Shocks were delivered by another device. The victim survived.

Manufacturer narrative:
The device's internal memory file has not been returned for evaluation and details regarding the event are minimal. There is no information suggesting that the device malfunctioned. This event is being filed as user error since should the event recur, there is a potential for clinical impact.